Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the air reamer/drill device was too low. It was noted that the equipment had low power, the rotor and bearings were rusty, and there was excessive dirt and oxidation internally (due to failure of cleaning and lubrication). It was further determined that the device failed pretest for check the power with test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.